Event description:
Major pump unit(s) involved: drive unit failure.additional text: attachment between the outflow graft and the vent relief was disengaged.specific component(s) involved: outflow graft malfunction/malposition.additional text: attachment between the outflow graft and the vent relief was disengaged.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): unknown.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specify component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: attachment between the outflow graft and the vent relief was disengaged. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: attachment between the outflow graft and the vent relief was disengaged. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): unknown. Other intervention . Implant device type: lvad. Malfunction device type:.